Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion." "Cgh bme madeline reported an overinfusion case. According to bme, patient's condition was stable and no complication reported related to the incident. Following description provided by bme as per nurse's description: on (B)(6) 2022, IV esomeprazole 80mg in n/s0.9% 80ml was started at 1112hours , vtbi: 56ml. At 14.26hours, nurse noticed it was left 10ml in the burette and she topped up another 80ml into burette, which added up total 90mls final volume. New vtbi 70ml was keyed and started at 8ml/hr. At 1810hours, nurse noticed the burette was left with 15mls which was lesser than expected. Nurse stopped the infusion and reported to bme for technical advice. When bme received the pump and noticed the line was twisted, the line was loaded in incorrectly."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion." "Cgh bme madeline reported an overinfusion case. According to bme, patient's condition was stable and no complication reported related to the incident. Following description provided by bme as per nurse's description: on (B)(6) 2022, IV esomeprazole 80mg in n/s0.9% 80ml was started at 1112hours , vtbi: 56ml. At 14.26 hours, nurse noticed it was left 10ml in the burette and she topped up another 80ml into burette, which added up total 90mls final volume. New vtbi 70ml was keyed and started at 8ml/hr. At 1810hours, nurse noticed the burette was left with 15mls which was lesser than expected. Nurse stopped the infusion and reported to bme for technical advice. When bme received the pump and noticed the line was twisted, the line was loaded in incorrectly."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). It was reported that the line was twisted and incorrectly inserted. The complaint could not be confirmed. The device was not available. Only the history data was sent for investigation. The device history files were analyzed. A space line was selected and the line was purged, two times. The infusion was started with a rate of 8ml/h and a volume of 56ml. The infusion was interrupted due to an pressure alarm. The infusion was continued and no other abnormalities were found in the device history.